Event description:
It was reported that the heater line of the homechoice cassette leaked. The patient was connected at the time of the event. This occurred during drain two of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.